Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had eroded through the skin on the right side. It was noted that the lead had been tunneled to the left. The lv lead was explanted and the cardiac resynchronization therapy defibrillator (crt-d) was downgraded to a dual chamber implantable cardioverter defibrillator (ICD). Both the lead and the device were sent to the lab for cultures. No further patient complications have been reported as a result of this event.